Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a blank screen, the upper portion of the liquid crystal display did not work. It was additionally noted that the hanger and both output connectors were broken, the "pause" button on the keypad was collapsed and that one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display went blank. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the device was returned to service and that when powered on the display was blank.